Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with a 550cc mentor memorygel breast implant and experienced right-sided neoplasm malignant postoperatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2022. A biopsy was performed on the patient¿s right breast during the revision surgery. At this time, the results of the pathology report have not been provided.

Manufacturer narrative:
On 14-apr-2022, the investigation on the suspected medical device was completed. On (B)(6) 2022, it was found that incorrect statements regarding the suspected medical device were included on the initial report. Investigation summary: mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4), in h.10 on the initial report, it was stated that since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. However, the correct statements were the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.